Event description:
The iab was inserted uneventfully. A few hours later, the pump began experiencing intermittent helium loss alarms. Several hours later blood was seen in the helium tubing. Because of this, the iab was removed. A replacemnt was not indicated. There were no associated pt complications.